Event description:
It was reported that myopotential oversensing was observed on the near field channel of the implantable cardioverter defibrillator (ICD). The oversensing was reproducible with provocative maneuvers in clinic. Programming changes were made to sensitivity. The patient was stable.